Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/03/2020. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code pdp357h, lot pmu797. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported"while suturing fascia for closure the thread broke at the very beginning of suturing." Please clarify. At the moment that the physician starts suturing what tissue was being approximated or sutured when it broke? Unknown a manufacturing record evaluation was performed for the finished device lot pmu797, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date; and a suture was used. During the procedure, the suture broke at the beginning while suturing fascia for closure with little to no traction. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.